Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by the patient.

Event description:
A report was received that the patient was experiencing vertigo. The physician believed that the placement of the lead was causing the vertigo. The patient underwent a procedure wherein the lead was replaced per physician's preference. No device malfunction was suspected. The patient had absence of vertigo postoperatively and was doing well.